Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 490 mg/dl and reported a sensor glucose vs blood glucose reading mismatch. The customer also received a sensor updating alert and change sensor alert. The customer reported hyperglycemia treated with insulin pump. The event involved products mmt-7040a, mmt-1884. Troubleshooting was partially performed for hyperglycemia and later customer declined to continue with troubleshooting. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for sensor glucose vs blood glucose and found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The blood glucose value was 490 mg/dl and the sensor glucose value was 122 mg/dl and the difference was greater than 30%. Troubleshooting was performed for sensor alerts and sensor was securely taped to skin and is still in place. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.